Manufacturer narrative:
Follow-up # 1 (03/30/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultraping meter was giving her inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2012, the patient reported blood glucose results of "93 and 156mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that she manages her diabetes with the insulin pump and denied making changes to her usual diabetes management routine in response to the reported issue. On the same day, at an unspecified time after the alleged issue occurred, the patient claimed to have developed symptoms of "headaches, upset stomach, nausea, and blurry vision" and shortly after, self treated with food/drink in response to the symptoms. The cca was also informed by the patient that she tested on another device (unknown type) and obtained a reading of "143mg/dl". At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that control solution test result came within the acceptable range. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k082590.